Event description:
Synergy xd monorail everolimus-eluting platinum chromium coronary stent system broke inside the patient during the procedure. No adverse outcome. All the pieces were retrieved, and other stent system utilized successfully for the percutaneous coronary intervention. FDA safety report ID # (B)(4).